Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was not returned for inspection. The reported implant was located on tooth # 30 (universal) and remains implanted. No functional evaluation could be performed on this complaint as the reported product was not returned. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15; healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants. The following sections have been updated: b4: date of this report d3: manufacturer d4: expiration date, UDI:(B)(4). G2: office contact - manufacturing site g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number k101880.

Event description:
It was reported that neither the hc465 nor hc453 healing collar could be seated in the implant due to the threads of the implant being damaged.